Event description:
The rotator on the stopcock broke while injecting contrast media during a left ventriculogram procedure. Injector settings- 12ml/sec, 30ml, 1000 psi. No report of harm or injury. The customer reported this happened with four (4) different patients. Clinical details provided are the same for each of the four events. # 1721504-2010-00158; 1721504-2010-00159; 1721504-2010-00161.

Manufacturer narrative:
Device eval: the devices have not been received for eval. The customer initially reported, the procedure had to be repeated 3 times on one pt due to rotator breaking. This was later discounted by the customer in e-mail verification of events as initially reported in the complaint. The customer confirmed there were four different pts. The customer did not provide specific clinical details for each event. A review of the device history record did not reveal any exception documents. Device history record was reviewed. Conclusions: other, a f/u report will be submitted when the device eval has been completed.